Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted into the patient. After the procedure, the patient became hypertensive and 10mg of amlopidipine and 1mg of prazosin was administered with resolution. On (B)(6) 2023, the patient experienced a slow atrial fibrillation and bradycardia. No treatment was performed for bradycardia. The patient was discharged for outpatient care with a holter monitor on (B)(6) 2023. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2023, the patient called and reported a plum sized lump in their groin. Suspected hematoma, patient is scheduled for an ultrasound. No additional information was provided.

Manufacturer narrative:
An event of atrial fibrillation, bradycardia, and pseudoaneurysm was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.